Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The investigator reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer gave themselves one bolus to treat the high blood glucose level. The customer mentioned they felt sick. The insulin pump will not be returned for analysis.